Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a total hip replacement, the prothesis broke causing extensive pain. Revision had to be performed on (B)(6) 2019. No additional information provided at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. According to clinical/medical investigation, although component failure after 29 years in-vivo would not be an unexpected event, based on the documentation provided, the ¿fatigue-fracture¿ of the 29-yrs-in-vivo-stem was likely multifactorial, including the reported ¿number of traumatic events¿, proximal weakness/large anterior lateral cortical defect after years of reported pain/lucent lines/osteolysis and loosening, delay to treatment and a mixed manufacturer construct for the latter 14 years. The patient impact beyond the reported pain/symptoms, complex tha revision, and an anticipated post-operative rehabilitation phase could not be determined. No further medical assessment could be rendered at this time. Should additional clinical documentation and/or the explant (product evaluation) become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material wear or lifetime of device used. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.